Event description:
It was reported that this balloon ruptured at 10 atmospheres, above its rated burst pressure, during post-dilatation of a newly deployed stent in an extremely calcified and circumferential lesion during a conduit procedure. During withdrawal of the balloon into the introducer sheath, the balloon material detached in the pt and embolized in the pulmonary artery. A snare was advanced and the balloon material was snared. However, during withdrawal of the snare and encapsulated balloon material through the sheath, the balloon material dislodged from the sheath. It is believed the material may have migrated to the right atrium or vena cava. The balloon material could not be located despite numerous tests. No further intervention is planned at this time. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the distal portion of the balloon material was not returned for eval. The co's follow up confirmed this portion of the balloon material was not retrieved from the pt. Adhesive was present on the distal bond. A circumferential tear, in a diagonal direction, was noted on the remaining balloon material. Scratches were noted on the balloon material. A kink was noted at the strain relief. It was indicated this device was used to post-dilate a stent which is not an indicated use of this device. It was also indicated that the balloon was inflated beyond its rated burst pressure due to the nature of the lesion, heavy calcification. Co believes that these factors contributed to this event and do not attribute it to the device. Directions for use state: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."